Event description:
The nurse reported a corneal burn occurred. The surgeon entered the eye with the phaco tip and the occlusion bell sounded. The surgeon sutured the incision with three stitches. The surgeon does not re-use phaco tips. Multiple attempts were made for more information and patient status with no response to date.

Manufacturer narrative:
The company service representative examined the system and did not find a problem with the system or the phaco handpieces. The system was then tested and met all product specifications. The phaco tip and infusion sleeve that were used during this case were received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the ecri health devices, hazard update:scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. A letter and copy of this industry article was provided to the customer.